Event description:
New information received that a rapid battery depletion was noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic with a device that could not be interrogated. Interrogation was still unsuccessful using a different programmer and attempted in a different room. Telemetry testing failed multiple times. The device battery had depleted and was replaced. No further information is available.

Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.